Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted blood and eschar build up between the jaws, preventing the jaws from opening. Testing confirmed that the jaws of the event unit would not open. Upon closer inspection, insufficient crimping of the cover tube, a metal component within the shaft, was observed. Based on the condition of the returned unit and the description of the event, the reported event was caused by the insufficient crimping of the cover tube, leading to displacement of the jaws from its intended position during trigger actuation to open the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: open left colectomy. Event description: event occurred during an evaluation (tm present). The device worked well the majority of the surgery, being cleaned properly very often (including the blade rail), however, close to the end of the procedure the jaws started sticking with more intensity, even right after cleaning them. In two occasions the surgeon couldn't open the jaws after sealing the tissues, stating that the blade was not retracting to the home position. In both cases the surgeon had to cut the sealed tissues with a scalpel to release the jaws (no implications). The second time it blocked occurred after a few activations from the first time (around 10 activations after a deep cleaning). Just around 5 activations from the second episode until the end of the surgery. Intervention: ni. Patient status: event with no clinical implications.